Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04290. The pt rec'd two leads with different lot numbers. It was reported the pt was experiencing a jolt or surge around the hip area. The pt met with the physician regarding the issue. The sjm rep was able to reprogram the pt. It was reported there were two invalid contacts. F/u identified the pt was satisfied with the reprogramming and the stimulation rec'd.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.